Event description:
It was reported the patient had to recharge his ipg more frequently than normal. In turn, the patient's ipg was explanted and replaced to address the patient's issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date received by manufacturer (upon further review it was determined that the date listed on the initial report was incorrect and the correct date is listed on this report (follow-up report #1).